Event description:
The customer stated the cuff was leaking air at the sealing part. This was confirmed during suction after a few hours of use. The patient was reintubated. No patient harm reported. Pre-test was done.